Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, no capture and low pacing impedance on the left ventricular (lv) lead were noted. The lead was deactivated. The patient was stable with no adverse consequences.